Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message and the defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer reports were observed during review of the device data logs. However, the device was put through extensive testing without duplicating the reports. An internal inspection found no discrepancies. The errors were cleared from the logs. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.